Manufacturer narrative:
Analysis was unable to confirm the reported noise and signal issue with the analyzer. Analysis also noted that the analyzer battery was depleted and the analyzer failed the final functional test. The analyzer was replaced with a different analyzer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the analyzer was not producing a signal, just noise even when changing the threshold and the cables several times. A different programmer was used in order to not delay the procedure. The analyzer was returned for service. No patient complications have been reported as a result of this event.